Manufacturer narrative:
The foresight sensors are not available for return and evaluation, as they were discarded at the facility. The serial number on the device is unknown; therefore, a device history record review cannot be completed. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of these foresight sensors (large), while the aorta was clamped during an aortic replacement with a y-shaped vascular prosthesis for abdominal aortic aneurysms (aaa), the sto2 values on the calves were displayed at about 80 percent. The sensors were adhered on both the patients head and calves, but the inaccurate values were on the calves. The customer commented that they thought the blood flow was maintained as the values were stable as opposed to their expectations that the values were supposed to decrease due to the aortic clamping. The values continued to indicate 80 percent even after the clamp release. It was found after the surgery that the vessels were occluded on both sides. Therefore, thrombectomy was performed. There was no treatment provided based on the inaccurate values. It is unknown if any troubleshooting was performed. There were no error messages displayed. The monitor used with these sensors were confirmed to be casmed monitor. The patient demographic information was requested but was unable to be obtained. There were no patient complications or injury reported. The sensors were not returned for evaluation as they were discarded at the hospital.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. A product risk assessment and a corrective and preventive action (CAPA) was opened to address the inaccurate values. The CAPA investigation concluded that the root cause is a design defect in both algorithm versions (v2.5.7 and v3.0.7) for the affected somatic regions which are legs and arms or deltoids. As a result, fca 89647 was initiated for this issue. After a review of the data logs by research and development, it was determined that there was no new non-conformance other than previously identified through the CAPA. The fca 89647 letter (in japanese) was provided and acknowledged by the site. In addition, the data showed that the tpi (tissue perfusion index) was fair and per the operators manual it is recommended to move the sensor to achieve a good or excellent tpi level and verify whether the sensor is well adhered. Per the logs this was not performed. For this reason, the values displayed to the customer may be inaccurate. It was also noted from the logs review, that the user reported monitoring the cerebral brain locations when the monitor was set to monitor the calf on both channels used. A mismatch between the actual sensor location and the body location selected on the monitor could easily lead to an incorrect hemoglobin count and thus to an incorrect sto2 calculation. Data logs received